Manufacturer narrative:
Tech found the brake caster supports are broken. The tech replaced the brake casters and brake caster supports to resolve the issue.

Event description:
Tech alleged that the brakes will not set or not hold. No pt impact.